Event description:
It was reported that during the procedure, subject stent was unable to be delivered to the target lesion. Physician attempted to withdraw the subject stent and it prematurely deployed at 1/3 from proximal portion of microcatheter. Subject stent was unable to be retracted from within the microcatheter. Physician proceeded to remove subject stent and accompanying microcatheter. The physician replaced both devices and completed the procedure without clinical consequence to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned for analysis and while there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned. Should any information become available in the future that could impact the current assessment decision, or if the device is returned, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, subject stent was unable to be delivered to the target lesion. Physician attempted to withdraw the subject stent and it prematurely deployed at 1/3 from proximal portion of microcatheter. Subject stent was unable to be retracted from within the microcatheter. Physician proceeded to remove subject stent and accompanying microcatheter. The physician replaced both devices and completed the procedure without clinical consequence to the patient.